Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that no connection was able to be established with either the programmer or recharger to the patient's implantable neurostimulator (ins). The patient also was not getting proper pain relief coverage. It was determined that the ins was in an overdischarge (od) state. No surgical interventions occurred for the issue or were planned. On (B)(6) 2015 the patient reported the circumstances that led to the overdischarge was ever since the "neuro- stim" unit was installed; it gradually became less and less effective after roughly the first 6 months of use. This led to the patient ultimately discontinuing the use of the unit for a long time, probably around 6 months. "The stimulator had originally been working, but it just stopped having any effectiveness in terms of pain reduction any longer". It was at that time that the patient's doctor told him that he should not be letting the internal battery go without charging. So when he tried charging the battery, it was not taking the charge. Since then, he has met with several manufacturing representatives (rep) to assist with this issue, such as making sure he was doing the trickle-charge correctly. A physician mode recharge (pmr) was performed and even with all the assistance, they were not able to get the internal battery to charge. If additional information becomes available, a follow-up report will be submitted.